Event description:
During the course of treatment, single concentration levophed was changed to quadruple concentrated levophed. After quad concentration levophed was started, 8/250 concentration levophed was titrated down, when error code 2114 was noted and pump stopped, resulting in hypotension. Quad concentration levophed titrated up to intervene for hypotension.